Event description:
A customer reported via phone call indicating that their insulin pump alarmed threshold suspend. The patient's blood glucose level was 75 mg/dl at the time of the call. The customer wanted to know how to put the threshold suspend on vibrate, but the customer was informed that the threshold suspend can be silenced, but the customer was informed that the threshold suspend can only be put on silence. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.